Event description:
Removal of endosseous dental implant. Implant was placed on 02/19/97 in site #14 (class ii bone) during a complex procedure in which a sinus lift and bone augmentation were performed using freeze-dried bone and hydroxylapatite. The clinician reports that the reason for implant failure was inadequate maxillary bone to maintian stability. Implant was removed on 05/19/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.